Event description:
Foley balloon placed & filled with 60 ml saline for cervical ripening. First check unremarkable with balloon tugged with gentle pressure, second check with gentle pressure balloon burst.